Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: it was reported by the patient that five months post op from the hand surgery for dupuytren's disease. Patient's hand has been blistering and has had an infected pustule that keeps accruing. The patient had gone to several doctors, and she has been in wound care since may. Was told at this point her hand is not going to heal and will have to have the foreign body response removed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Corrected b5 narrative: it was reported that a patient underwent a hand surgery on (B)(6) 2022 and suture was used. During the procedure, 76 stiches were placed in her hand. The patient has abscesses. The patient has been on antibiotics to no avail. Her new physician, along with wound care believe it may be a reaction to the suture. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hand surgery on (B)(6) 2023 and suture was used. During the procedure, 76 "stitches" were placed in her hand. The patient has abscesses. The patient has been on antibiotics to no avail. Her new physician, along with wound care believe it may be a reaction to the suture. No additional information was provided.